Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient had a neurostimulator battery swap from an r15 to an r20, because their battery on their r15 was only holding a charge for a few days. It was noted that the reason the battery was depleting so quickly was due to the patient's stimulation setting being set at a high level, and the patient turned up their stimulation against the recommendation of the clinical field team. The device was removed and replaced. There were no patient complications. The patient is doing well since the revision procedure.

Event description:
It was reported that a patient had a neurostimulator battery swap from an r15 to an r20, because their battery on their r15 was only holding a charge for a few days. It was noted that the reason the battery was depleting so quickly was due to the patient's stimulation setting being set at a high level, and the patient turned up their stimulation against the recommendation of the clinical field team. The device was removed and replaced. There were no patient complications. The patient is doing well since the revision procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 submitting supplemental record for product investigation conclusion and coding: this investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for frequent ipg charging was determined to be inadvertent/unintentional interaction of the product from the patient and the analysis of the available information. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that inadvertent/unintentional interaction was the most probable cause of the complaint/event.